Event description:
It was reported that when imaging a lateral lumbar spine using the 9800 system, the image quality was poor. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported failure could not be duplicated. However, found the ma limit file slightly low and adjusted accordingly. Identified that a technique issue may be the primary basis for the noted issue. Discussed with customer possible technique for the type of procedure. Also recommended applications training. The system was tested and found to be working as intended and placed back into svc.